Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt had her system replaced on (B)(6) 2013 (ref MFR reports: 1627487-2013-02471 and 1627487-2013-02685). Reprogramming efforts provided stimulation mainly on the pt's right side. The pt was taken back to surgery on (B)(6) 2013, and the lead was repositioned in order to achieve more left-sided stimulation. The pt reported effective stimulation coverage postoperative.